Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. It has come to co's attention since the submission of the initial report on 5/27/97 that this event was previously reported by co under a different manufacturer report number. As this is a duplicate report please disregard the event submitted under reference number (2647580-1997-550).